Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the cause is due to use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 5. The technical service representative (tsr) had the home patient (hp) cycle power the hc machine. The tsr had the hp cycle the power again and cleared the alarm. The unused line had the clamp open. The tsr advised the hp that the clamps should be closed on unused lines. The hp would complete therapy manually. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient (hp) stated that the cause of the alarm was due to a clamp left open. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident; he had not informed his nurse of the alarm. The hp was advised to let his nurse about alarm. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.